Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that despite the attachment positions of the infusion sets were properly adjusted, the connector came off optionally. No further information available.